Event description:
It was reported that approximately 6 months post promus stent implantation in a restenosed distal right coronary artery (drca), the patient experienced angina and was found to 90% stenosis in the drca. On (B)(6) 2011, cutting balloon angioplasty and stent implantation were done to treat the stenosis. Additionally, percutaneous coronary intervention was performed in a non-target vessel. There was no report of adverse sequela and on (B)(6) 2011 the event was noted to be resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence provided as (B)(6) 2011 and estimated as (B)(6) 2011. Device (B)(4): stent implanted in a restenosed lesion. There were no reported product deficiencies. The reported patient effects of angina and restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU), as known adverse events. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.